Event description:
Potential for injury associated with an irc5po2 stationary concentrator, where the unit is not alarming and will not fill. With this event, the user will not be alerted of malfunction of the product.